Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance (dc-dc code 7) indicating possible device malfunction. The patient experiences approximately 1 seizure per month with vns therapy and the patient's seizure frequency has not increased. It was reported that the patient falls with the seizures and has fallen on the left side which may have damaged the lead.